Event description:
Black particulate was observed to be present in one lot of transfer bags received from fresenius kabi. Product information: 300ml transfer packs, lot fa20c23242, material code 4r2014. The manufacturer has reported to us that the black particulate is burned pvc material, an inert, non-biological substance, which is a byproduct of the manufacturing process. The particulates ranged in size from 100-210 microns. The manufacturer's conclusion is consistent with our analysis of the particulate. Prior to discovery of the black particulate, transfer bags from the impacted lot were used to process cellular products in the cell therapy lab. We have not observed black particulates in any stem cell or lymphocyte products processed with this lot of transfer bag. Data has not revealed any adverse patient events or outcomes at this time. As a precaution, all products potentially impacted will be infused using a standard blood filter. Fresenius kabi did offer a medical opinion that "the greatest risk of the particulate being transfused is the potential for it to travel to the lungs, but based upon an unlikely probability of occurrence, an improbable occurrence of harm the overall health hazard conclusion is negligible." The manufacturer has reported to us that the black particulate is burned pvc material, an inert, non-biological substance, which is a byproduct of the manufacturing process. FDA safety report ID# (B)(4).